Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report hypoglycemic events that occurred on (B)(6) 2015. Patient's mother reported that the patient has been using dexcom system for one week. Patient's mother reported that patient was very ill over the weekend and experienced several, serious lows. Patient's mother reported that patient did not require medical invention for the reported event. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia.